Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the system and the memory pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies; however, the reported condition could not be duplicated. There was no lock-up when transmitting and the pcbs functioned properly. It was also observed that the system and memory connections tested ok.

Event description:
It was reported that the device would lock-up intermittently. There was no pt use associated with the reported event.